Manufacturer narrative:
Batch review performed on 05 february 2025: lot 2242209: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-12-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At 1 year and 5 months from the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert (from 14 to 20 mm). The surgery was completed successfully.